Manufacturer narrative:
D9 - date returned to MFR:19-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log showed a high alarm displayed (standard flow not supported) entry. A 12-month service history review confirmed no additional records during that period. Visual inspection revealed no anomalies. Functional testing was performed; no occlusion problem was observed during testing, though the issue was documented in the event log history. The complainant¿s allegation was confirmed. The probable cause of the reported problem was an out-of-calibration downstream occlusion (dso) sensor. The dso seal was replaced and the sensors recalibrated. Following repair, the device passed all functional testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has occlusion problem that occurred during setup. There was no patient involvement or harm.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.